Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported a flogard infusion pump with an insert slide clamp alarm. The customer reported problem was confirmed during evaluation on site. The cause was determined to be the safety slide clamp sensor being out of calibration. The safety slide clamp was recalibrated to fix the reported problem. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
On (B)(6) 2012 the customer reported a flogard pump with an insert slide clamp alarm. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.